Event description:
The system was responding with error code l4-027 during setup. The customer could not overcome the error and could not continue the case. There was no pt consequence. The pt will be rescheduled.